Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had a second power error detected alarm within 4 hours of troubleshooting the previous occurrence. It happened during normal use. The customer's blood glucose level was unknown. The device will not be returned for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power error (B)(4) noted during testing or in the pump trace download. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.